Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urgency frequency. It was reported that the patient was still on pain medication because of their back pain at the incision site. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported they had to use an enema to relieve the pain they were having from not being able to have a bowel movement. The sales representative made a program change for troubleshooting. The patient was advised to contact their healthcare provider. On (B)(6)2018 the patient reported that they felt as if they got a urinary tract infection (uti) after switching programs. The patient stated that they were bleeding when they urinated and, at one point, dripping blood. The patient reported they were in pain and the stimulation still felt a little uncomfortable. The patient had turned off the stimulation but turned it back up after being advised by a doctor that the two had nothing to do with each other. The patient was at urgent care at the time of the call, and were advised to decrease stimulation to a comfortable level. On a second call, the patient reported that at 9 pm the previous day they had the urge to void and a bunch of blood came out. The patient went to urgent care and the doctor told them they had a uti. The patient also mentioned they were still having a hard time having a bowel movement, so they were still using laxatives. On (B)(6) 2018 the patient reported they were diagnosed with a severe uti. The patient was taking medications for the uti and anti-constipation medication. No further complications were reported.